Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error. Customer's blood glucose level was 157 mg/dl. It also stated that troubleshooting was performed and insulin pump error issue was remain unresolved. Customer will not returned device for analysis.